Manufacturer narrative:
In order to assess that all the involved components were up to manufacturing and sterilization specifications, we checked the dhrs of the all involved lots. We did not find any pre-existing anomaly on: (B)(4) mobile liners manufactured with lot# 19at0hf, ster.1900189. (B)(4) liners manufactured with lot# 1904712, ster.1900181. (B)(4) delta natural spacers manufactured with lot# 1520674, ster.1600040. Therefore, we can assume that all the involved components were sterilized according to specifications before being placed on the market. This is the first and only complaint due to infecton on these lot #s. Xrays images and swab analysis were not available for investigation. Complaint source reported that the patient obtained hip stability after previous surgery with lima acetabular components and had been doing very well apart from what he called a low grade infection. Considering that the check of the manufacturing chart found all the components up to specifications and that (B)(4) mobile liners, (B)(4) liners and (B)(4) delta neutral spacers have been already implanted without receiving any additional complaint, we cannot judged this case as product related. Pms data on the basis of our pms data, occurrence rate of infection on dual mobility system is (B)(4). None of these case was judged as product related. Limacorporate will keep the market monitored. No corrective action was performed for this specific case. Please, consider this report as initial-final report.

Event description:
Revision surgery due to infection performed on (B)(6) 2020. Previous surgery was performed on (B)(6) 2020. During revision, washout of the inner surface of delta tt cup was performed and only the following components were replaced: mobile liner øint 28 mm ø40 mm, code 5566.50.401, lot# 19at0hf, ster.1900189. Liner #m for mob. Liner ø40, code 5885.09.040, lot# 1904712, ster.1900181. Delta neutral spacer size l+5, not marked in USA. The stem was left in situ. No further information available. Event occurred in (B)(6).